Event description:
It was reported that there was oversensing on the right ventricular (rv) lead with no non-sustained episodes. It was also noted that there was intermittent t wave oversensing (twos). The patient is being monitored through remote transmission within a month. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.